Event description:
The following was alleged by the patient's attorney: (B)(6)2007: the patient underwent surgery for repair of an umbilical hernia. As alleged, a bard/davol ventralex mesh, was implanted to repair the hernia defect. (B)(6)2017: the patient underwent an additional surgery to remove the infected ventralex and small bowel fistula. The surgeon noted that a loop of small bowel was densely adherent to the mesh and an erosion of the small bowel was evident into an abscess cavity involving a portion of the mesh. This caused the surgeon to perform a small bowel resection, anastomosis, removal of the infected hernia mesh, abscess cavity and small bowel fistula and repair of the ventral hernia. Patient was injured severely and permanently. (B)(6)2017: the patient underwent an additional surgery to repair a high-grade small bowel obstruction. The surgeon performed enterolysis and freed the small bowel obstruction. Patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain as well as mental anguish. The patient also requires further medical treatment, including likely need for future surgeries. The ventralex hernia patch implanted in patient failed to reasonably perform as intended and had to be surgically removed. Thus, further invasive surgery was necessary to repair the very problem that the product was intended to repair. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventral hernia patch. Addendum per medical records provided by the patient's attorney: (B)(6)2007 the patient was diagnosed with an umbilical hernia and underwent repair with implant of a bard/davol ventralex hernia patch. Per the operative report details, "repair then carried out using bard ventralex hernia patch, large size, and placed it behind peritoneum and bringing the marlex straps anteriorly and suturing all the way around the fascia with combination of ticron non-absorbable and vicryl sutures. (B)(6)2017 the patient had a doctor office visit with complaints that a month prior he did physical labor, experienced pain and bloating. (B)(6)2017 the patient was diagnosed with ventral hernia mesh (ventralex) infection with small bowel obstruction and small bowel fistula and underwent small bowel resection, excision of bard/davol ventralex mesh, abscess cavity and small bowel fistula with repair of ventral hernia. Per the operative report details, "approached the area of indurated tissue, expected to find entrapped hernia. Further dissection revealed purulent material. A loop of small bowel was densely adherent to the overlying mesh and an erosion of the bowel was evident into an abscess cavity involving a portion of the mesh, which had turned to expose the polypropylene to the bowel at some point, causing an area of adherence. A further area of adherence was present surrounding this. I freed the omentum from area in question and proceeded to excise the mesh graft from abdominal wall. The erosion into the side of the small bowel was clearly evident and this portion of bowel was resected and passed to pathology for analysis. One loop of small intestine was involved and so performed a functional side-to-side stapled anastomosis." (B)(6)2017 the patient presented to the hospital ER with complaints of nausea/vomiting, diagnosed with high grade small bowel obstruction and underwent abdominal exploration with enterolysis. Patient's attorney alleges nausea, weight loss, bowel obstruction, abdominal pain, infection, abscess, additional surgery, bowel injury and recurrent hernias as a result of the bard/davol mesh implanted.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex mesh may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgeries for adhesions, fistula, infection, removal of the device and repair of hernia. Adhesions and fistulas is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records is being performed, when completed information will be updated. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records. The patient's attorney alleges hernia recurrence, there is no indication in the medical records provided of a hernia recurrence. The medical records indicate that the patient's symptoms started following physical labor when he experienced pain and bloating. The medical records state that the mesh "had turned to expose the polypropylene to the bowel at some point." It is unclear what may have caused the mesh to "turn" however the onset of the symptoms coincide with the precedent physical labor. The additional information obtained from the patient's medical records does not change the initial determination, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, g4, g7, h2, h6, h11. Corrected field: b3. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard" h3 other text : not returned.

Manufacturer narrative:
This is an addendum to the initial emdr to document the completion of the manufacturing records review for the subject lot. The manufacturing records review found that the lot was manufactured to specification should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of an umbilical hernia. As alleged, a bard/davol ventralex mesh, was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to remove the infected ventralex and small bowel fistula. The surgeon noted that a loop of small bowel was densely adherent to the mesh and an erosion of the small bowel was evident into an abscess cavity involving a portion of the mesh. This caused the surgeon to perform a small bowel resection, anastomosis, removal of the infected hernia mesh, abscess cavity and small bowel fistula and repair of the ventral hernia. Patient was injured severely and permanently. (B)(6) 2017: the patient underwent an additional surgery to repair a high-grade small bowel obstruction. The surgeon performed enterolysis and freed the small bowel obstruction. Patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain as well as mental anguish. The patient also requires further medical treatment, including likely need for future surgeries. The ventralex hernia patch implanted in patient failed to reasonably perform as intended and had to be surgically removed. Thus, further invasive surgery was necessary to repair the very problem that the product was intended to repair. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventral hernia patch.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex mesh may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgeries for adhesions, fistula, infection, removal of the device and repair of hernia. Adhesions and fistulas is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records is being performed, when completed information will be updated. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of an umbilical hernia. As alleged, a bard/davol ventralex mesh, was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to remove the infected ventralex and small bowel fistula. The surgeon noted that a loop of small bowel was densely adherent to the mesh and an erosion of the small bowel was evident into an abscess cavity involving a portion of the mesh. This caused the surgeon to perform a small bowel resection, anastomosis, removal of the infected hernia mesh, abscess cavity and small bowel fistula and repair of the ventral hernia. Patient was injured severely and permanently. (B)(6) 2017: the patient underwent an additional surgery to repair a high-grade small bowel obstruction. The surgeon performed enterolysis and freed the small bowel obstruction. Patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain as well as mental anguish. The patient also requires further medical treatment, including likely need for future surgeries.the ventralex hernia patch implanted in patient failed to reasonably perform as intended and had to be surgically removed. Thus, further invasive surgery was necessary to repair the very problem that the product was intended to repair.the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventral hernia patch.